Event description:
It was reported that the patient presented in clinic for the generator exchange procedure. Upon interrogation, the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.